Event description:
Situation: safeset 84¿ arterial line pressure monitoring transducer had a break/crack that did not maintain pressure that allowed blood to back up into tubing. End users were unable to get a blood pressure on the patient and had to use a new system. Background: infor # (B)(4), device lot #4924013. Assessment: the defect is not notable upon visual inspection (too small to have noticed prior to use). This failure could result in severe harm to the patient if blood leaking went undetected. Initial analytics from corporate supply chain reveal the presence of this product at (B)(6) hospital and (B)(6) hospital, but given the potential severity of impact to patient safety, messaging should not be limited to those sites in case there is sharing of product. (B)(6) hospital does not have product of an alternative lot on site.